Manufacturer narrative:
Section h1: type of reportable event was corrected from 'death' to 'malfunction' as the patient death is reported under MFR # 2916596-2020-03788. Manufacturer's investigation conclusion: the reported event of a complete loss of power was confirmed. The returned system controller serial number (B)(6) was connected to the laboratory equipment and a controller clock not set became active. After the clock was properly synchronized, the controller was functionally evaluated and the investigation determined the controller was operating as expected. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. Visual inspection revealed debris in both transducers; however the transducers passed the design specifications (at least 85 db when measured at a distance of 10cm) when measured. The data log file was successfully retrieved and contained events recorded from (B)(6) 2020. The information recorded on (B)(6) at 7:23 pm revealed the controller was connected to 14v batteries and the black power cable was disconnected. The information captured in the next entry indicated that the white power cable was also disconnected resulting in low battery hazard and no external power alarms. The alarms cleared after the controller was connected the external power. The information recorded on (B)(6) at 6:20 am revealed that the controller was disconnected from mpu and connected to 14v batteries. The system operated with no alarms until 9:02 pm when a low battery advisory alarm associated with a depleted battery connected to the white power cable became active. The low battery advisory alarm progressed to a low battery hazard alarm at 10:39 pm. The information recorded at 10:45 pm revealed that both 14v batteries were depleted and the system was supported by the backup battery. The last entry recorded at 11:17 pm revealed that as a result of the power save mode being active the system was operating at the low speed limit (9600 rpm) and there were low voltage hazard and no external power alarms. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ and heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Section 3 of the heartmate ii instructions for use states that: "patients must always connect to the power module for sleeping (or when sleep is likely) because they may not awaken to hear low power alarms for batteries". Heartmate ii lvas instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03788, related manufacturer report number: 2916596-2020-04068. It was reported that the patient was coding. After the patient passed, the ventricular assist device coordinator noted that there were no alarms after the disconnecting the equipment. The batteries were completely drained and the controller did not alarm when driveline was removed. Upon device interrogation it was found that there were low battery advisories and hazard alarms. Log file analysis showed a no external power alarm recorded on the history as well.